Event description:
It was reported that the patient presented to the emergency room on 04/18/2012 with chest pain and dyspnea on exertion. Catheterization revealed an 80% stenosed lesion in the left posterior descending artery, and a 70% -80% stenosed lesion in the proximal left anterior descending (lad) artery with an aneurysm in the lad beyond that. On (B)(6) 2012, the procedure was to treat the aneurysm in the proximal lad. Pre-dilatation was performed and the 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the aneurysm. Intravascular ultrasound and further dilatation was performed. The 3.0 x 19 mm graftmaster stent was then placed with significant difficulty. Post-dilatation was performed. The patient experienced hypotension before and during the procedure, and was treated with medication. The patient tolerated the procedure well with no apparent procedural complications other than the hypotension which was an issue over the previous 72 hours. The patient was compliant with all of his medication and was feeling well. One week post-procedure ((B)(6) 2012), the patient died due to sudden cardiac death. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated fo use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, although a conclusive cause for the reported death and hypertension, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.014 prowater, guide cath: q4, sheath: 7f, other: neo-synephrine, atropine, dopamine. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.